Event description:
It was reported that a button on the infusion device was defective. The screen changed without pressing any button or handling the pump.

Manufacturer narrative:
The event occurred outside of the united state. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.